Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height drawer 5.2 would not open. A field service engineer (fse) removed the drawer and found a damaged solenoid wire. The solenoid was replaced to resolve the issue. The fse also opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was jammed and unable to recover after rebooting. The customer stated that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported due to this event